Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was bent during positioning. The lead was removed and it was noted that the electrode was damaged. The lead was replaced. No patient complications have been reported as a result of this event.